Manufacturer narrative:
A ge rep evaluated the sys and could not reproduced the reported problem. The sys operates as intended.

Event description:
The customer reported the system displayed an "x-rays disabled" message and would not produce x-rays. No pt injury was reported.